Event description:
Surgeon was tightening screws into a plate on the sf suture line and two of the screw heads disassembled from the rest of screw. They were not able to remove the rest of the screw and left them in patient. According to the sales rep, the procedure was a zmc repair and they were using all stryker products for the case. No further information is available.

Manufacturer narrative:
Because the affected screw heads were not returned for evaluation, the root cause cannot be determined. Based on statistical evaluation, no indication was found for any device related issue. The complaint is added to the trend. Potential root causes for a screw fracture are: bone was hard with resulting high torque. Application of unintended loads (inadequate sensitive tightening of the screw during insertion). Inadequate screwdriver/screw head connection (not aligned in the vertical direction, inadequate axial alignment and contact). Collision with other implant or instrument.